Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Events were submitted via 2210968-2020-04002 and 2210968-2020-04003.

Event description:
It was reported that the patient underwent a laparoscopic myomectomy on (B)(6) 2020 and the barbed suture was used. It was reported that the problem of pulling off suture needle happened after the needle entered into the abdominal cavity to suture incision during surgery. Another like barbed suture was used to complete the surgery. There were no patient consequences reported.